Manufacturer narrative:
H3, h6: the device, was used in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the failure 4006, coin cell is empty. Root cause is a depleted battery. Our medical assessment concluded: per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, the procedure was cancelled, however, it is unknown if the surgeon has rescheduled the procedure. Since there was no harm to the patient or other complications reported, no further clinical/medical assessment is warranted at this time. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the renasys touch does not work and an icon similar to a hammer appears in the screen. The procedure was cancelled. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.